Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd plastipak¿ syringe tip broke in the extension set. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no samples neither pictures have been received for investigation. Since lot number is unknown no retained samples can be evaluated. DHR cannot be reviewed since lot number is not available. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Investigation conclusion: with the info available no further investigation can be done and the root cause cannot be determined.

Event description:
It was reported that the bd plastipak¿ syringe tip broke in the extension set. There was no report of exposure, injury, or medical intervention.